Event description:
Cervical surgery -laminectomy and fusion, in 2003, revision of two previous failures -2001, 2002-. Complications with previous surgeries attributed to dystonia, but this is supposition to some extent. After 2003 surgery in which bone anthropomorphic protein was used -per hospital documents- pt experienced dysphagia and excessive inflammation. Surgery did not heal well, resulting in kyphosis at c3. Whether malposition was influenced by excessive inflammation, dystonia, or other factors is hard to determine. Pt is now disabled. Malposition has created excessive pressure on disc below which is now herniated, as well as micro-movement above fusion site creating nerve irritation at c2. Pt lives with chronic pain and limited upper body function.